Event description:
False positive covid test result. I was asymptomatic and retook two additional covid 19 tests after getting a positive result from the ellume (proctored) home test kit. Both of my subsequent tests were performed on the same date as the ellume test and returned a negative result. FDA safety report ID # (B)(4).